Event description:
Head of screw came off while being screwed inside of pt.

Manufacturer narrative:
The product was not returned for investigation, therefore, a metallurgical examination - indispensable in such cases - cannot be performed and the root cause of the fracture not determined. The complaint is added to the complaint trend.